Event description:
The following information was provided to davol by the patient's attorney: it is alleged by the patients attorney that on (B)(6) 2012, the patient underwent surgery for repair of an incarcerated umbilical hernia. As reported, a bard/davol ventralex st hernia patch mesh was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2015, the patient underwent an additional surgery to repair the hernia defect and remove the old mesh. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch mesh. Addendum per additional information provided: (B)(6) 2012 - the patient was diagnosed with umbilical hernia and underwent open repair of incarcerated umbilical hernia with the implant of mesh. Per the operative notes, ¿the hernia sac was encountered and dissected free. A ventralex st mesh was placed intra-abdominally and the fascia was subsequently closed over the mesh.¿ (B)(6) 2015 - the patient was diagnosed with recurrent incarcerated incisional hernia and underwent open repair with the explant of infected mesh. Per the operative notes, ¿the patient¿s mesh was clearly identified. The small fluid collection of purulence was monitored. The portion of the fascia was excised with the patient¿s mesh. The patient¿s mesh was adherent to his omentum but with finger fracturing this readily released.¿ attorney alleges that the patient experienced abscess, adhesions, infection, pain, hernia recurrence, inflammation and foreign body giant cell reaction.

Manufacturer narrative:
To date, no medical records have been provided. Based on the limited information available at this time, no conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. Regarding recurrence, the warning section of the IFU states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Recurrence of the hernia is listed as a possible complication in the IFU. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the PMA/510k: based on the additional information received, no conclusions can be made. This is patient with a medical history significant for obesity and type 2 diabetes who approximately three years post implant of ventralex st mesh, was diagnosed with a hernia recurrence and underwent surgery for infected mesh removal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use (IFU) supplied with the device lists infection and adhesion as possible complications. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. Unresolved infection may require removal of the prosthesis." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
To date, no medical records have been provided. Based on the limited information available at this time, no conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. Regarding recurrence, the warning section of the IFU states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Recurrence of the hernia is listed as a possible complication in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following information was provided to davol by the patient's attorney: it is alleged by the patients attorney that on (B)(6) 2012, the patient underwent surgery for repair of an incarcerated umbilical hernia. As reported, a bard/davol ventralex st hernia patch mesh was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2015, the patient underwent an additional surgery to repair the hernia defect and remove the old mesh. As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch mesh.